Event description:
It was reported that pump "touchscreen has dead pixels in top right hand corner that blocks the ability to see how many units of insulin are in the cartridge". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.